Event description:
High rv threshold on (B)(6)2021, increase noted on lead trend, possible oversensed ventricular beat noted on stored egm. Rep notified (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).